Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
The customer reported that after they performed the "surview" for a patient procedure, the patient became ill and left the CT table. When the patient felt better, the operator put the patient back on the CT table to perform the patient procedure, which was completed successfully. The philips field service engineer (fse) confirmed that a rescan was performed. The operator then recognized that there was a gap between the intended examination position and longitudinal direction. The fse confirmed the images were used for interpretation. Ths fse confirmed that the service latch had become disengaged and resecured the latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that after performing a cardiac acquisition, the images were shifted toward the bed side from the planned location. A rescan was not performed as the area of interest was covered. The customer evaluated the system and found that the service latch of the bed was detached and therefore there was a gap between intended examination position and longitudinal direction for the br ict sp 728311. The customer contacted the philips help desk to inform them of the issue. There was no report of any harm to the operator, patient or bystander during the incident. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse determined that the service latch was unsecured and re-secured the service latch mechanism to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. There was no part replacement. During investigation of this event, fse informed that after the customer performed the surview for a patient procedure, the patient became ill and left the CT table. When the patient felt better, the operator put the patient back on the CT table to perform the patient procedure, which was completed successfully. After the patient left, the event reported was observed; thus, a rescan was performed on the patient. Engineering documented their evaluation. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. When a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Brilliance CT IFU (v2.3) - section 1.10 (¿training¿). Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Brilliance CT IFU (v2.3) - section 4.4 (¿daily checks¿). D. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Br 64 iq and dose testing instructions (section 1 - introduction). Br 64 iq and dose testing instructions (sections 5 & 6, table 3). Execution of auto iq tests, per service instructions, enables detection of table position errors. Br 64 iq and dose testing instructions (section 1 - introduction). Br 64 iq and dose testing instructions (sections 5 & 6, table 3). For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. Brilliance CT therapy table top installation instructions - p.17. Brilliance therapy table top installation instructions - p.10. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Appendix 4 (verification test results 3.xlsx). Appendix 4 (verification test results). A field safety notification was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The fse re-secured the service latch to resolve the issue. There was no part replacement. Since the fse was not sure of the cause of the unsecured service latch, a root cause could not be determined.